Manufacturer narrative:
This event is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted.

Event description:
It was reported that during incoming inspection the device was received with debris in the component. There was no patient involvement. Diligence is complete, and no additional information is available